Event description:
It was reported that during the procedure in the right coronary artery (rca), a jostent graftmaster stent graft was advanced for treatment of a perforation. The delivery catheter could not advance and the stent dislodged from the balloon in the rca. The stent was retrieved, but was lost again in an unspecified peripheral vessel. No further intervention was performed to retrieve the stent. Balloon dilatation was performed at the perforation site and the patient was ultimately taken for coronary artery bypass graft surgery. The patient is reported as doing well. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. The lot number was provided. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Failure to advance can be affected by numerous factors including, but not limited to, patient anatomical morphology (tortuosity or calcification), product placement technique, product size selection, accessory device support, or interaction with accessory devices. Furthermore, stent dislodgement may be attributed to several factors including, but not limited to, improper crimping or handling during manufacturing, mishandling at the account, improper technique during removal of the protective sheath, or interaction with anatomy or accessory devices. In this case, there was no reported catheter or stent damage during inspection prior to use. There was no reported information on the patient anatomical morphology (tortuosity or calcification). It is possible that resistance with the lesion or interaction with the guiding catheter tip loosened and eventually dislodged the stent from the balloon. It should be noted that the graftmaster otw instructions for use states: do not attempt to pull an unexpanded stent graft back through a guiding catheter; dislodgement of the stent graft from the balloon may occur. Account clarification was requested on the anatomical vessel and lesion characteristics as well as details on the reported stent dislodgement; however, no additional information has been provided at this time. As it was discarded by the account, the product was not returned for analysis, which may have assisted in the investigation. A conclusive cause could not be determined for the reported failure to advance, which left the perforation untreated (continued hemorrhage), and stent dislodgement, which could not be successfully retrieved by additional non-surgical attempts. The patient was ultimately taken for coronary artery bypass graft surgery. A review of the finished product lot history record revealed no associated nonconforming material records and the stent dislodgement and lot release testing met specification for this lot. Additionally, during manufacturing, all stent delivery systems are 100% visually inspected for catheter and stent damage as well as proper stent placement. Additionally, a sampling of units is destructively tested to verify product quality, including proper guide wire and guiding catheter movement and stent dislodgement force. Although a conclusive cause could not be determined for the reported incident, there does not appear to be any indication of a lot-specific product quality deficiency.